Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the leak was due to a broken flow sensor. The flow sensor was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the preoperative checkout failed. There was no report of patient involvement.